Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level in the range of 45 to 55 mg/dl. Customer experienced blood glucose level in the range of 60 to 70 mg/dl. Drive support cap was normal. Customer was not alleging insulin pump for over delivering. The insulin pump will be returned for analysis.